Event description:
Additional information was received, indicating the infection has resolved.

Manufacturer narrative:
A patient, had their system explanted and replaced, due to a suspected infection was reported to abbott. However, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm, the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07748, related manufacturer reference number: 1627487-2024-07749, related manufacturer reference number: 1627487-2024-07751, related manufacturer reference number: 1627487-2024-07752. It was reported that the patient experienced infection at the ipg site that spread to the lead sites. As such, surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue.